Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
Prior to the implant attempt of the subject lead, the physician tested the fixation mechanism and indicated that more than 30 turns were necessary to extend the screw; retraction was normal. When position, the screw extends normally, but psa measurements reveal an impedance of <200ohms and lack of pacing, despite good sensing behavior. Another lead was implanted instead.